Event description:
Caller reported a continuous glucose monitor (cgm) error, identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a complete pump reset, after which the cgm error code did not reappear, and the caller was able to successfully start a new sensor session.